Event description:
In 2008, the sales rep reported that during surgery the surgeon had started to insert the implant and the implant turned. The surgeon attempted to adjust the implant with the inserter when the tip broke. Additional info received on 24 sep 2008 via telephone, the sales rep reported that during surgery, the surgeon was attempting to straighten out the implant when the tip of the inserter broke. The surgeon then had to retrieve the broken tip that was in the wound. There was no surgical delay. The surgeon was satisfied with the placement of the implant and the surgeon was able to finish the case as intended.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.